Manufacturer narrative:
The local area sales representative was contacted for additional information regarding the event cause and product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was explanted and replaced due to unknown reasons at this time. No additional adverse patient effects were reported. At this time, it is unknown if this device will return for analysis, however, additional information has been requested.

Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to amend reporting decision. Information was received confirming this device was electively explanted with no malfunction reported. The local area sales representative was contacted for additional information regarding the event cause and product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was explanted and replaced due to unknown reasons at this time. No additional adverse patient effects were reported. At this time, it is unknown if this device will return for analysis, however, additional information has been requested. Further information was received that this was a scheduled routine generator changeout procedure with no malfunctions related to this device. During the procedure, the right ventricular (rv) lead was surgically abandoned due to high capture thresholds. No adverse patient effects were reported. It is not expected to receive this product for analysis.